Manufacturer narrative:
.

Event description:
The hcp reports that when the patient came in for a refill, a bridge bolus was not programmed although the concentration of drug in the pump was changed. The patient returned to the clinic the following day, and a bridge bolus was calculated and programmed. The patient reported no symptoms and recovered without sequela.